Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient heard a banging noise from his cochlea implant and the sound suddenly became intermittent and then a few hours later stopped working. One of the patient's audiologists suspected that the problem lay with the speech processor, reprogrammed a new one and posted it to the patient. However, this does not seem to be the case as the patient is still unable to hear any sound and both the speech processors are functioning normally. Patient was seen by med-el on (B)(6) 2010 and an implant check was carried out which confirmed that the device has malfunctioned.